Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the deflectable videoscope exhibited cloudy image at the tip section. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of the distal end section producing cloudy image was confirmed. Based on the results of the investigation, water or moisture may have intruded into the endoscope, and the moisture may have broken the image sensor unit or the circuit board in the endoscope connector. As a result, it may have resulted in the event. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ "inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.